Event description:
Report received of an adverse event while the device was in use. The customer reported that device delivered as programmed, but the physician wrote the prescription orders incorrectly. A physician order was written for pca therapy in the pca+continuous mode to deliver demerol 10mg/ml, with a continous rate of 5 mg/hr, a 25mg pca dose, a 10-minute patient lockout, and a 300mg 4-hour limit. The intended prescription was unspecified. The nurse programmed the pump according to the written physician orders and started the infusion. After an unspecified length of time, the patient was reportedly getting back in bed, "got fainty" and "couldn't feel a whole lot." The patient was treated with 0.1mg of narcan ivp. The patient reportedly recovered and there were no reported adverse patient sequelae. The device was removed from clinical service and the physician discontinued pca therapy. Multiple unsuccessful attempts have been made to obtain additional info.